Event description:
Information received by medtronic indicated that the customer reported that the pump was not pumping insulin delivering during the bolus. The customer also stated that the motor was making a grinding sound and the keypad center button was stuck and not responding. Troubleshooting was partially performed and later declined and found that there was no stuck button alarm received. Also, the numbers were not ramping or the scroll bar moved up or down with no input from the user. No harm requiring medical intervention was reported. The customer had discontinued the use of the insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The buttons function properly. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0870 inches. No under delivery anomalies and drive/motor anomaly were noted during testing. Unit successfully downloaded to thus and carelink. Confirmed 60 units of normal bolus was delivered on 01-mar-2023 between 08:11:10.000 and 03/01/2023 16:46:44.000. The j1 connector on pcba 1 was locked properly during visual inspection. Pump was cut to perform visual inspection and found evidence of moisture damage on the pcba 1, pcba 2, motor home switch and force sensor. Force sensor zero offset within specification with 23.8mv. Motor was tested outside of unit it passed. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Keypad buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Pump passed functional testing and no under delivery and drive/motor anomalies noted during testing. Drive/motor anomaly was not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.